Event description:
Drug/diluent: marcaine 0.5%. Fill volume: unk. Flow rate: unk. Procedure: arthroscopic surgery. Cathplace: right shoulder joint. Patient allegedly developed glenohumeral chondrolysis following placement of an on-1 painbuster pump after surgery on (B)(6) 2006.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: the on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (B)(4). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (B)(4). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.